Event description:
It was reported that during a follow up in clinic, post paced t-wave oversensing was noted on the right ventricular lead. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition.